Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to kidney failure on (B)(6) 2017 with a blood glucose level of blood glucose of 400 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The customer stated that they received an alarm from their insulin pump. The insulin pump will be returned for analysis.